Event description:
It was reported the patient experienced a shocking sensation with the stimulation turned on. For about a week, the device would shock her when she turned it on, after having it off for activities such as driving. The device had not shocked her in the past. There was no known incident related to the onset of the symptoms. The device was turned off as the patient feared she would get shocked again. The patient had been in contact with her physician. Additional information has been requested but was not available on the date of this report.